Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. The product identifiers were not obtained; therefore, a device history record (DHR) and lot history review were unable to be performed for this device. Conclusion: the actual samples were not received for evaluation. Although requested, product identifiers and the nature of the material rupture, complicated or uncomplicated, were unavailable. In the hcp's opinion, the ruptures are likely related to eccentric, dense calcific plaque in this region. Further requests were made for details surrounding the characteristics and severity of the material rupture, but these are unavailable. Thus, a definitive root cause could not be determined. It is unknown if alternative patient and/or procedural issues contributed to the reported event. If additional information becomes known to the manufacturer, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry involving a non lutonix scoring balloon that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left mid and distal superficial femoral artery (sfa). During the index procedure, the scoring balloon was used to prepare the target lesion. After the lesion was prepared, each lutonix dcb reportedly ruptured during inflation. The first lutonix dcb which ruptured was used to treat the mid sfa and was inflated to 8 atmospheres (atms), when it allegedly ruptured. The second lutonix dcb which ruptured was used to treat a similar area in the mid sfa and was inflated to 12 atms, when it allegedly ruptured. The hcp performed repeated angiography revealing no evidence of significant issues and on careful pullback, there were no signs of any significant pressure gradient through the entire treated area of the sfa. In the hcp opinion, the ruptures are likely related to eccentric, dense calcific plaque in this region. Further requests were made for details surrounding the characteristics and severity of the material rupture, but these are unavailable. The samples have been discarded by the user facility and are not available for further evaluation. Although requested, the facility did not collect data or details on the lutonix dcb's since they were not involved in the clinical registry. No adverse patient effects were reported. This is one of two products involved with the reported events and the associated manufacturer¿s report number is 3006513822-2018-00209.